Event description:
The customer reported a false non-reactive architect syphilis tp and provided the following data: syphilis result was 0.70 s/co (reference =1.0 s/co is reactive). The sample was tested on the midray platform, which generated a positive result of 2.53 s/co. Tpaa result was positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false non-reactive architect syphilis tp and provided the following data: syphilis result was 0.70 s/co (reference =1.0 s/co is reactive). The sample was tested on the midray platform, which generated a positive result of 2.53 s/co. Tpaa result was positive. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for the architect syphilis tp reagent, however it did not identify an increase in complaint activity for the complaint lot. In-house testing was completed a retained reagent kit of the complaint lot, which concluded the complaint lot met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history review did not identify any issues with the complaint lot. Return sample analysis: the returned specimen was tested with the following results: architect syphilis tp: 0.58 s/co (non-reactive) recomline treponema igm: negative (very low intensity for: tp47) recomline treponema igg: negative (very low intensitiy for: tp47, tmpa, tp17, tp15) note: testing was performed using a retained reagent kit of architect syphilis tp reagent lot 63520be01, as complaint lot 63516be01 was not available for testing. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 63516be01 was identified.